Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board was replaced during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9800 system left monitor would not work. No pt injury was reported.